Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an error when powering on.

Event description:
It was reported that during start up the cs300 intra-aortic balloon pump (iabp) had an error when powering on. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11. Corrected data: b5, b6, b7, d1, d10, h6(impact & clinical code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Additional information: e1 (event site postal code: (B)(6). At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The fse spoke with the hospital via telephone in which it was stated that the unit no longer required maintenance. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: since it was reported by the hospital and the equipment has been normal in the later stage. The engineer did not go to the hospital. According to the description of the hospital, it failed during the start-up test.